Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, non-tortuous, restenosed left anterior descending artery. It was a very complex case performing a bifurcation kissing balloon technique. During connection of the second indeflator, it was observed that the luer of the 2.5 x 15 mm nc trek separated from the catheter. There were no difficulties noted with the indeflator. The device was removed and a new 2.5 x 15 mm nc trek was placed and used with success. The patient is doing well. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.